Event description:
Pt was implanted with matrix construct at t11-l4 for l2 fracture on (B)(6) 2012. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. X-rays confirmed both of the locking caps at l3 backed out and the screw at right l4 was loose. Surgeon removed the locking caps and the right l4 screw. Surgeon extended the construct from t11-s1. Pt was revised with new screws at l5-s1, locking caps, and rods. Procedure was completed with no problems. This is 3 of 6 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.